Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , identified an ingested deposition which was also confirmed through the evaluation of the submitted images. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the sudden decrease in pump flow which was confirmed through the evaluation of the submitted log files. (B)(6) pwas returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Upon disassembly of the returned device, a tissue-like deposition was observed in the inflow cannula, surrounded by coagulated and tissue-like clotted blood. Although this deposition was well-formed, it was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form within the pump and was instead ingested. The exact origin of this deposition could not be conclusively determined through this evaluation. Additionally, small amounts of coagulated blood were observed within the pump outflow portion of the pump cover. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The inflow cannula deposition was sent for histopathology analysis. Per the analysis, the submitted sample was a very large lamellated fibrin clot comprised of layers of fibrin and hemorrhage, with some indication of red blood cell breakdown and the presence of hemosiderin and macrophages. The patient history dictated an age for the clot of no more than 4 days; however, staging systems suggested an age of five days or more due to the lack of visible neutrophils. Additional staging suggested a phase I clot due to the layered growth of fibrin with an age of about one to seven days, which indicates that there was hemosiderin and red blood cell ghosts with a stage of about two to eight weeks. With the presence of hemosiderin, the clot was suggested to be within the range of one to two weeks of age. No organisms were observed. Evaluation of the lvad event and periodic log files retrieved from (B)(6) , revealed a sudden onset of low flow values beginning on (B)(6) 2021, ranging from 0.0-2.1 lpm. These events appeared consistent with the reported events, the events captured in the submitted log files, and the finding of an occlusive deposition in the inflow cannula. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25may2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2021. The patient underwent an exchange because of a thrombus on the inflow side. The patient had a pump exchange again on (B)(6) 2021 due to thrombus on the inflow side. The reason for the repeat the thrombus formation was unknown, but abnormal clotting was assumed. After the pump was exchanged, and shortly after the pump was stopped, the connected system controller showed a controller internal fault- replace controller. Log files showed that both fuses in the system controller were broken, which may have indicated an inappropriate stop of the running pump, e.g. By cutting through the driveline during the device replacement. The controller was exchanged. Related MFR #2916596-2021-04010 for the second pump exchanged and MFR #2916596-2021-04011 for the system controller.